Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive down buttons due to unlocked lcd keypad connector.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the down button did not really work. The customer blood glucose level was unknown. The customer was assisted with troubleshooting. Customer states that the time was working advance. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.